Manufacturer narrative:
The technician replaced the head valve guide and CPR valve but head section is still drifting. A new manifold was ordered. Repairs have not been completed.

Event description:
The accounts maintenance stated the head of the bed will slowly drift down when a pt is on it. No injuries.